Manufacturer narrative:
This report is submitted on september 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of the device (date not reported). Plans to explant the device and reimplant the patient with a new device is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the patient's audiologist, it was reported that the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report submitted on (B)(6) 2017.